Manufacturer narrative:
Patient age, gender, and weight are unknown. Visual evaluation of the returned complaint device revealed the exit marker on the catheter of the device to be accordioned. The catheter was observed to be cut below the balloon, indicating the device had been cut in order to be removed from the scope. No visible issues were noted to the balloon portion of the device. Functional testing could not be performed as the catheter had been cut. Based on the condition of the returned incident device, it is most likely the damage noted to the exit marker occurred while attempting to remove the device from the scope.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during a procedure (procedure date, procedure name, and patient age, gender, and weight are unknown). According to the complainant, the device was "faulty". It is unknown what device was used to complete the case. Attempts to obtain additional patient and procedure information surrounding the details of this event have been unsuccessful. However evaluation of the returned device by the investigation site revealed the exit marker to be accordioned, therefore this is now an MDR reportable event.